Manufacturer narrative:
(B)(4). A complaint sample was provided for evaluation. The evaluation confirmed the failure mode. The complaint investigation was not able to identify a root cause. A review of applicable device history records could not be performed since a lot number was not reported in the incident report. The investigation was not able to identify a probable root cause for the reported failure mode. A review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. However, as the trending report indicates, we have seen other instances of this failure and have reached out to our supplier of the plastic cap to investigate their processes for possible root cause and corrective actions. Supplier corrective action request has been issued to the supplier of the plastic cap.

Manufacturer narrative:
(B)(4). Upon completion of carefusions investigation a follow up emdr will be submitted.

Event description:
Safety valve has a broken "nose." The doctor changed the valve because of leaking. Lot # not available. Pleurx name not printed on device. Patient is not receiving chemo or radiation treatment. Original implant date is (B)(6) 2014. Alcohol pads that are provided with procedure set 50-7290 are used to disinfect device. Denies any difficulty attaching or locking cap nor was the nose bent at anytime before it broke off. Overall nothing looked different about the catheter tubing compared to what they have seen on other patients.